Manufacturer narrative:
(B)(4). Batch # r5938j. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.

Event description:
It was reported that during the laparoscopic hepatectomy surgery, after the device was fired, it was noted the staples were malformed with irregular shapes. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.